Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic dependent patient presented for an unrelated procedure. Pre-operation check showed all right ventricular lead values to be normal. Once the pocket was opened, the right ventricular lead was seen to have insulation damage. The lead was capped and replaced on (B)(6) 2021. The patient was stable.